Event description:
It was reported that the patient experienced inefficacy. During explant of the device system the lead broke, immediately after the first time, due to the traction. The 4 electrodes and the other 3 times were left inside the patient's body. No patient injuries were reported.